Event description:
It was reported that during the implant procedure, there was positioning/fixation difficulty. The lead was placed twice with successful extension/retraction however, when the third attempt was made to place the lead the helix would not extend. The physician flushed the helix site. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was received with the helix fully retracted and the distal conductor distorted within the connector. The distal conductor has been over-retracted, which doesn't allow the helix to function properly. There is deformation/fracture in 5 cm proximal section of the inner coil and extension problems.